Manufacturer narrative:
The daughter received a report from the nursing home that her mother was placed in the wheelchair in her room by the doorway facing into the hall. She was medicated for dementia and alzheimer's disease. She was recovering from a surgical repair of a leg fracture and was on anticoagulants. She had neuropathy of her feet. She was restrained and left unattended while sitting in the chair. She apparently fell forward with the chair and was found face down. She was admitted to the hospital with facial and head trauma. She died the following day. The daughter states it was speculated that possibly the wheel of the chair became caught in the door jam and while trying to correct it, the end user fell forward. The nursing home did not confirm the cause of the incident and it was deemed to be an accidental death. The daughter has worked with the nursing home and they have not been able to locate the chair for evaluation. There has been no information indicating the chair did not perform as intended and it is not believed that the chair caused the incident. The daughter states she did not see any visible damage to the chair following the incident. We have no photos to evaluate and cannot confirm she was actually sitting in the medline chair at the time of the incident. A root cause has not been determined. However, due to the reported incident, and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the end user was left unattended while sitting restrained in the wheelchair. She apparently fell forward with the chair and was found face down. She was admitted to the hospital with face and head trauma. She subsequently died.